Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple backup battery (ebb) fault alarms that kept recurring despite multiple attempts to clear the alarm. The ebb was reseated but the alarm wouldn't clear. The patient's controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log file; however, the alarm was not reproduced during testing of the returned system controller. The downloaded log file contained approximately 6 days of relevant data (20dec2023 ¿ 26dec2023 per the timestamp). The log file captured a backup battery fault alarm from 24dec2023 at 18:33:29 to 26dec2023 at 10:37:24 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage measuring under the acceptable threshold. The driveline was disconnected on 26dec2023 at 10:36:34 to exchange the system controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing multiple load tests were performed and the backup battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 31jan2023. Review of the DHR also revealed that the system controller was manufactured with the implementation of a corrective and preventative action which implements the application of grease on the backup battery ribbon cable. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault, alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.